Event description:
The customer reported that the flow sensors and data acquisition board have no information coming from the data acquisition board. This is an indication of spi bus failure. The customer reported the device was not in use on patient.